Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action ((B)(4)). All affected consignees were notified by letter beginning (B)(6) 2010. The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: according to the report the event occurred prior to (B)(6) 2010, but the exact date is unknown.

Manufacturer narrative:
Product testing on returned strip lot (45001a706) did not confirm and no new issues were observed. All functional test results were within range specifications. The results are consistent with the retain testing conducted, which found that not all strips in affected vials are impacted.

Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported a longer blood fill time issue. According to the customer's report, he had a medical event prior to (B)(6) 2010 when he experienced symptoms of dry mouth, frequent urination, and headache, and to counteract the event, he drank more water and changed his diet. The customer also reported he was seen by a doctor and although he stated he was not diagnosed with hypo- or hyperglycemia, his doctor added a new diabetes medication to the customer's drug regimen (onglyza: saxagliptin). There was no report of death or permanent impairment associated with this event.